Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular (rv) lead was inserted but was not seated in the proper area. The rv lead was tried to reposition, but the helix tip component was fixed with the heart tissue and unable to insert back into the patient. The lead was replaced during the procedure on (B)(6) 2022 and the surgery was completed successfully. There were no reported adverse patient consequences.

Manufacturer narrative:
The reported event of helix tip component stuck with heart tissue and could not be inserted back into patient was not confirmed. A complete lead was returned in one piece with the helix was extended, stretched, and clogged with blood or tissue. The helix mechanism test could not be performed due to the as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the helix was stretched consistent with procedural damage. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.